Event description:
It was reported that during a left rotator cuff procedure, the pump began to accelerate, no alarms sounded. Pressure setting, preset 35. No tubing was connected to the outflow. Surgeon had a difficult time getting the cannulas inserted into shoulder. The pump display read 42/35, normal with or without shaver connection (shaver boost box did appear on display). No alarms reported or sounded at anytime. The case was stopped and the pump was changed out but the same tubing and preset were used again. As the case continued, the surgeon inserted the scope into the joint space; the pressure shot fluid out of the portal over a foot into the air. The patient started to show signs of breathing difficulties "almost coded" due to a blocked airway. The tech noticed a bulge in the left side of the patient neck. The case was stopped and the patient was transferred to the main hospital.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record revealed nothing relevant to this event. The device was requested/is expected but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. Based on the information provided, the most likely cause(s) of this type of event is procedures related to the set-up of the device and tubing did not conform to instructions provided by the end user disconnecting and reconnecting the tubing from the pump or spiking the saline bags in the incorrect order. The labeling for the device and associated tubing, instruction manual for the pump and troubleshooting guide for the device clearly outline the proper set-up procedure and sufficiently warn the user of the potential consequences (extravasation) if instructions for use are not followed. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. On the tubing package, there is a label instructing the user as follows: warning: do not reconnect tubing for any reason. Reconnecting tubing that was disconnected may cause pump pressure monitoring system errors which may cause extravasation that could result in serious patient injury. In addition to equipment set-up, the operative joint capsule may have already been compromised from prior (preoperative) injury or trauma. Also, incorrect pressure settings or inter-operative compromising of the joint capsule from other instrumentation could lead to such an event. This is the first complaint of this type for this serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.